Manufacturer narrative:
H3: the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported the system received an error #64 and low performance. During an awake craniotomy the error #64 occurred three times. One occurrence during the planning, and two times during the procedure. The manufacturer representative saw this during the procedure while using em. Then they saw  'low performance' appear multiple times while navigating it appeared on the monitor. This was a case where the site used t1, t2 and the dti 3d object data set. When importing the models, the screen went completely grey and the error 64 appeared. The rep also lost all 3d models during the case, spontaneously while navigating. The probable cause of the reported issue is thought to be a memory issue. There was no reported delay to the procedure. No impact on patient outcome. Additional information was received stating that the site was able to get passed the error message by pressing ok, restarting the system and the application. (Hitting ok in the error #64 screen automatically reboots the system). The site was able to get the 3d models back by clicking on the little eye-sign in the model preferences a couple of times to get them back. There was no need to restart.